Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the lcsc5 tissue pad, used with a hp050, fell into the pt (it was retrieved from the pt). Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.